Event description:
A malfunction was reported on the customer's pump intermittently. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.